Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that the insulin pump screen was unreadable and cloudy. The customer¿s blood glucose level was 298 mg/dl. Customer also stated that the reservoir had leak. Customer stated that the reservoir was defective. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no damage noted to the lcd display window. However cracked battery tube thread noted. Device passed displacement teat.